Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke, visual disturbances, headache and weakness are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that five days post stenting procedure in the left internal carotid artery the patient was re-hospitalized with a stroke. Symptoms included acute onset left side visual changes, headache, left facial droop and increased weakness in the left arm. There was no reported treatment given. The patient's condition is continuing but improved. There was no additional information provided.